Event description:
Patient has a heartmate 3 left ventricular assist device. While the patient was connected to the ventricular assist device system monitor, the patient's nurse accidentally hit the "pump stop" button while trying to hit the "hematocrit adjust" button. This caused a 2 second ventricular assist device stop. These buttons are near each other on the monitor. There is no hard stop or confirmation before the device will turn off.